Event description:
It was reported that during an unknown procedure, the device would not hold tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Damaged lock lever. Evaluation summary: the analysis results found that the device was received in good visual condition. The device was cycled, fed, and fired 5 conforming clips and 7 scissored clips. In addition, the device did not lock out. The device was disassembled to verify the condition of the internal components and the lock lever was found damaged. The cause of scissoring is currently being investigated. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.